Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for the elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4 and refer to the medwatch with patient identifier (B)(6) for information related to tsh. The first sample resulted as 25 pmol/l for ft4 when tested on the e601 analyzer on (B)(6) 2016. The sample was also tested using an equilibrium dialysis radioimmunoassay method, resulting as 11 pmol/l for ft4 on (B)(6) 2016. The second sample resulted as 0.81 mu/l for tsh when tested on the e601 analyzer on (B)(6) 2016. The sample was also tested using the abbott method with heterophilic antibody removal, resulting as 5.1 mu/l for tsh on (B)(6) 2016. The sample was repeated using the abbott method without heterophilic antibody removal, resulting as 5.1 mu/l for tsh on (B)(6) 2016. The third sample resulted as 10.2 pmol/l for ft3 and 30 pmol/l for ft4 when tested on the e601 analyzer on (B)(6) 2016. The sample was also tested using an equilibrium dialysis radioimmunoassay method, resulting as 4.7 pmol/l for ft3 and 12 pmol/l for ft4 on (B)(6) 2016. The patient was not adversely affected. The customer believes the results from the dialysis method better match the patient's clinical picture. The serial number of the e601 analyzer was asked for, but not provided. A sample from the patient was requested for investigation, but could not be provided.

Manufacturer narrative:
On (B)(6) 2016, the patient had a tsh result of 0.1 mu/l. On (B)(6) 2016, the patient had a tsh result of 0.17 mu/l and a ft4 result of 34 pmol/l. On (B)(6) 2016, the patient had a tsh result of 0.3 mu/l, a ft4 result of 35 pmol/l, and a ft3 result of 10 pmol/l. On (B)(6) 2016, the patient had a tsh result of 0.24 mu/l and a ft4 result of 31 pmol/l. On (B)(6) 2016, the patient had a tsh result of 0.36 mu/l, a ft4 result of 25 pmol/l, and a ft3 result of 8.3 pmol/l. The first complained sample from (B)(6) 2016 had a tsh result of 0.44 mu/l and a ft3 result of 10.2 pmol/l. The second complained sample from (B)(6) 2016 had a ft4 result of 25 pmol/l and a ft3 result of 8.1 pmol/l. The third complained sample from (B)(6) 2016 had a tsh result of 1.06. This sample was also tested using the abbott method with heterophilic antibody removal, resulting as 7.1 mu/l for tsh. This sample was repeated using the abbott method without heterophilic antibody removal, resulting as 7.1 mu/l for tsh. On (B)(6) 2016, the patient had a tsh result of 0.82 mu/l, a ft4 result of 27 pmol/l, and a ft3 result of 8.6 pmol/l. Based on the values from (B)(6) 2016, (B)(6) 2016, and (B)(6) 2016, the patient was prescribed 10 mg of tyrazol once per day on (B)(6) 2016. After the discrepancies of the complained samples were noticed in (B)(6) 2017, the medication was reduced to 5 mg once per day. A new sample was collected from the patient on (B)(6) 2017 and tested on the e601 analyzer, resulting as 0.588 mu/l for tsh, 25.38 pmol/l for ft4, and 9.88 pmol/l for ft3. This sample was forwarded for investigation. Upon investigation of the sample, the high ft3 and ft4 values generated at the customer site could be duplicated. It was determined that the sample contains an interferent to the tsh, ft3, and ft4 assays. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. Medwatch field d11 has been updated.

Manufacturer narrative:
The patient has hypertension, type 2 diabetes, asthma, and gout. Medwatch fields have been updated.

Manufacturer narrative:
A new sample was collected from the patient on (B)(6) 2017. The sample was tested on the customer's e601 analyzer and abbott analyzer on (B)(6) 2017 and (B)(6) 2017. Refer to the attachment for all data from this sample. All sample results from the e601 analyzer were questioned. The customer believes that the sample may contain an interferent which interferes with the roche assays. The sample had erroneous results for the following assays: ft3, ft4, tsh, the elecsys myoglobin immunoassay (myo), elecsys ferritin (ferr), the elecsys free psa immunoassay (fpsa), and the elecsys cortisol test system (cort). It was asked, but it is not known if the erroneous results were reported outside of the laboratory. Roche markets the following myo assays: elecsys myoglobin immunoassay and elecsys myoglobin stat immunoassay. It was asked, but it is not known which myo assay was used for sample testing. Roche markets the following cort assays: elecsys cortisol test system and elecsys cortisol ii. It was asked, but it is not known which cort assay was used for sample testing. An additional myo value of 21.30 ug/ml was provided. It could not be clarified if this was an additional myo value from the patient sample, or if it was provided in error. A clarification has been requested. The cort results were measured after one freeze/thaw cycle of the sample. No adverse events were alleged to have occurred with the patient. Refer to the following medwatch. Patient identifiers for information related to the myo, ferr, fpsa, and cort assays: (B)(6).

Manufacturer narrative:
It has been confirmed that the myo value of 21.30 ug/ml was provided in error. Samples from the patient were provided for investigation. The samples were found to contain an interfering factor to the streptavidin used in the roche assays. This limitation is covered in product labeling.